Event description:
At the end of the axera procedure, the device would not come out. The physician said he thinks he released the heel and it was still stuck. With some effort the device came out and they used a 7f sheath and there was some oozing so they up sized to a 9f sheath. In recovery they pulled the sheath and held manual compression for 30 minutes to gain hemostasis. The patient was discharged the next day.

Manufacturer narrative:
The device was not returned; therefore, failure analysis cannot be performed. Ship history was performed. A review of the DHR and complaint history for this lot was not performed as the lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Based on the review completed, it is unknown whether or not the device was out of specification as it cannot be definitively determined. The root cause, based on available information, is unknown as it cannot be definitively determined.